Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported infusion set cannula was crimped within 3 or more hours after insertion. The site where infusion set was inserted was abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer addressed high blood glucose by correction injection via multiple daily injection (mdi). The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.